Event description:
The customer obtained positively biased vitros tsh result on 1 of proficiency sample on a vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were not affected as the event was isolated to the proficiency sample involved. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros tsh reagent or the vitros eci system did not operate as intended. The investigation determined that the positively biased vitros tsh result was confined to a single proficiency fluid sample processed on (B)(6) 2009. Quality control results were acceptable at the time. The customer re-processed the same proficiency fluid sample on (B)(6) 2010 with expected results. The root cause of this event is unknown.